Manufacturer narrative:
Age at time of event (B)(6). Subject device was returned for evaluation with the insertion needle fully deployed. The depth limiter knob was out of the handle. When the straw was removed, the needle shaft was found to be bent. Although the failure mode cannot be confirmed, it is stated that the bent delivery needle was a contributing factor to the failure mode of ¿t2 pre-deployment¿. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review revealed one (1) additional record unrelated to the ¿t2 pre deployment¿ failure mode for the manufactured lot(s) on file. Per results of the investigation, there is insufficient information to determine a root cause. At this time, no further investigation is warranted. (B)(4).

Event description:
During a right knee arthroscopy and meniscus repair procedure utilizing the fast-fix 360 curved needle delivery system, it was reported that when the surgeon deployed the t1 implant, t1 and t2 implants fell off the insertion needle in tandem. The surgeon removed both implants. It was reported that no implant was left inside of patient. (B)(4).